Event description:
It was reported that pt experiencing pain and l3 left side screw discovered broken during 2008 office visit. Rep reported nineteen days later of a broken pedicle screw at l3 right side. Original surgery date of 2007. Post lateral fusion; no interbody fusion. Revision surgery occurred in 2008 to remove the screw and replaced with 8.0x55mm. Also identified that l3 left screw was loose. This screw was removed and replaced with 8.0 x 55mm. Construct extended to l2 during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. A check of the mfg papers of all mentioned parts did not show any deviations to their specs.